Event description:
It was reported that the customer was hospitalized for high bgs. It was indicated that the dr believes the pump was not working properly. The dr as well the customer's family member refused to troubleshoot the pump. Later, the family member called back to test the pump. Troubleshooting was performed. The customer changed the set and site few days before their hospitalization. It was indicated that the customer boluses thru the pump to correct bgs several times but bgs did come down. Then the customer changed the set and gave pt a manual injection. Bgs came down. By that time the customer was vomiting and taken to the hosp. The programming and histories on the pump were accurate. The customer was treated with insulin drip. Instructed the customer to change the set and site and to contact dr. A replacement pump was requested.